Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was restored to normal operation on (B)(6) 2021.

Event description:
It was reported that the patient presented in clinic due to device vibration. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) was in backup operation. It was determined that the cause was related to magnetic resonance imaging (MRI) scan performed without the ICD being interrogated in advance. No intervention was performed. Patient condition was stable.